Event description:
The physician was using an agility wire in the dorsalis pedis artery, and the tip of the wire broke inside the pt. The physician was able to snare the wire successfully. No further details were provided. The product will be returned for analysis.

Manufacturer narrative:
The vessel or anatomy was not calcified or tortuous. The physician used an agility guidewire in the dorsalis pedis artery and the tip of the wire broke inside the pt. The physician was able to snare the wire successfully. The guidewire tip was not pre-shaped prior to inserting in the pt. During the procedure, the tip was not trapped in the vasculature and torque. Once the guidewire tip crossed the lesion, it buckled on itself, but it was left in place to continue with the procedure. Add'l info will be submitted within 30 days.